Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty receptacle and front panel units could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that horizontal green and black lines are displayed on the screen of the video system center. The issue was found during preparation for use. No patient harm was reported. The device was returned and evaluated, and there was a flickering image and the front panel light-emitting diode (led) was not glowing properly. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated. And the image was flickering, and the front panel led is not glowing properly, due to a faulty receptacle and front panel unit. Additional findings; include heavy dust inside the unit, a crack was found on the power switch, the tank socket was found corroded, there were scratches found on the housing and front panel, and corrosion found on the back panel. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being created to include additional information received. The following sections have been updated: b5 describe event or problem.

Event description:
The event was found during maintenance and no procedure was involved.